Event description:
The customer called and reported experiencing low blood glucose under 20 mg/dl the ambulance was called and customer was transported to the hospital, where it was determined that the insulin pump had overdelivered insulin. At the time of admission to the hospital, customer's blood glucose was 31 mg/dl. The customer's insulin pump had not been exposed to a strong magnetic field. The displacement test was performed and passed. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion, and occlusion, prime, excessive no delivery and displacement tests. The insulin pump was also received with cracked case at display window corners and battery tube threads. The insulin pump had minor scratched display window.